Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier did not hold the clip. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is), followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Weck hem-o-lok clips were used with the clip applier instrument. The surgeon used purple size clips on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). No video was recorded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument involved with this complaint and completed the device evaluation. The instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.032" offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.